Manufacturer narrative:
Device evaluate by manufacturer: the returned complaint device consisted of a rotablator rotalink plus device. The advancer, handshake connections, sheath, coil, burr and annulus were microscopically and visually examined. There are numerous sheath kinks. Microscopic examination of the device revealed that the annulus was damaged/fish-mouthed which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was performed using a test .009 rotawire. The test rotawire was inserted through the burr tip and advanced through the entire length of the device with no restriction. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that severe removal resistance occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus was selected for use together with rotawire. After ablation of the lesion, the device was tried to remove from the patient. However, severe resistance of the rotawire was felt during withdrawal. No visible damaged noted with the rotawire. The burr was removed via dynaglide mode. The procedure was completed with a larger burr and the same rotawire. No complications reported.

Event description:
It was reported that severe removal resistance occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified left anterior descending artery. A 1.50mm rotalink plus was selected for use together with rotawire. After ablation of the lesion, the device was tried to remove from the patient. However, severe resistance of the rotawire was felt during withdrawal. No visible damaged noted with the rotawire. The burr was removed via dynaglide mode. The procedure was completed with a larger burr and the same rotawire. No complications reported.